Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Reportedly, the treatment method was unknown; however, the paramedics assisted the customer with increasing blood sugar level. The customer suspected the cause of the low bg was due to the basal rate settings being inaccurate. Additionally, the pump time and date was inaccurate by 12 hours. The customer successfully adjusted to the accurate time. Additionally, the customer reported that calibrations were not being performed when using the continuous glucose monitoring (cgm) system. The customer acknowledged having delivered a bolus for 250 (mg/dl) when they had intended to enter it as a calibration.